Event description:
It was reported that the nurse began an infusion of heparin (25,000 units premix in 250ml) at 2.5ml/hr. On 18 june 2023 at 1124. Two nurses reportedly had verified the programming. At approximately 1400, the nurse noticed that the bag was empty. The infusion was then stopped, and the pharmacist and physician were notified. Blood was drawn for ppt level at 1407 and the result was "greater than 400 seconds." Due to this, the patient received 40mg protamine. Ptt level was rechecked at 1648 and it was 39.1 seconds. The patient reportedly had an "oozing from wounds and a small increase in brain bleed." It was reported that the symptoms related to the event were resolved.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available, a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of an over infusion of heparin could not be confirmed or replicated from the investigation of the suspect pump module and associated administration set that was received. An infusion of heparin at 25000unit/250ml was programmed and started on the date (B)(6)2023 at the time of 11:24 am. The infusion rate was at 2.5ml/h with the vtbi set at 200ml. The expected infusion duration was 80 hours based on the programming. The infusion was manually terminated early at the time of 2:02 pm. The total calculated volume infused from the time of 11:24 am until infusion termination at 2:02 pm is 6.589ml. This value is derived by subtracting the total value (43.339ml) at the start of the infusion from the total value (49.928ml) at the termination of the infusion. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the pcu event log. This is not a function of a pcu event log, it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered. The pcu event log could not determine why the heparin infusion that was programmed to infuse for approximately 80 hours was terminated early after only infusing for approximately 2.5 hours. The inspecting and testing process did not find any existing malfunctions with the suspect pump module or the administration set. The pump module with the administration set was found to be infusing within specification. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the nurse began an infusion of heparin (25,000 units premix in 250ml) at 2.5ml/hr. On 18 june 2023 at 1124. Two nurses reportedly had verified the programming. At approximately 1400, the nurse noticed that the bag was empty. The infusion was then stopped, and the pharmacist and physician were notified. Blood was drawn for ppt level at 1407 and the result was "greater than 400 seconds." Due to this, the patient received 40mg protamine. Ptt level was rechecked at 1648 and it was 39.1 seconds. The patient reportedly had an "oozing from wounds and a small increase in brain bleed." It was reported that the symptoms related to the event were resolved.